Manufacturer narrative:
Latch lever.

Event description:
It was reported by service report that the latch lever was worn and the cot would not fold up to load. No pt involvement or adverse consequences are reported.